Manufacturer narrative:
Date received by manufacturer on initial report should be december 20, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received at the service center and evaluated. The defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. The following repair activities were performed: motor corroded - motor replaced; short circuit in the motor cable - motor cable replaced; resistance value out of specs: handcontrol set replaced; "micro": preventive replacement of o-rings performed; unit cleaned; functional test performed; hipot test completed; electrical safety test completed; functional test completed. Short circuit in the motor cable and fluid ingress into the motor of the hand piece causing corrosion is the root cause of the reported issue. A review of the device history record indicated that this lot of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate that the device needs service because it is broken.